Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer presses the wake button the pump screen does not come on right away. The customer stated the button has to be pressed down hard. In addition, the customer stated the wake button makes a different sound than their old pump when the wake button is pressed. There was no patient involvement, as the pump was not being used on the patient at the time of the event.